Event description:
It was reported sunday ((B)(6) 2013) night the patient was admitted to the hospital due to ¿some kind of neurological problem¿ the patient currently experienced. It was noted the patient had a history of ¿a lot of medical problems and back problems¿. It was noted in 1999 the patient had 5 back surgeries in an 8 month period, prior to getting pump. The health care provider in the hospital wanted to do an MRI of the patient¿s lumbar area. It was noted the reporter believed a cat scan had been performed when the patient came into the hospital. It was reported when the patient had gotten up to go to the bathroom in the middle of sunday night, prior to the hospitalization, she had to slide down off her bed and scoot from her bed to the bathroom. The scooting was quite painful she went to the toilet. She felt like all her major muscle groups were affected. Her thighs, calf, feet and hands reportedly hurt. The patient reported there was 1 to 2 plus pitting edema in her lower legs, hands and feet which was new. It was noted the pain ¿and stuff¿ were symptoms the patient was already experiencing before she slid off the bed. The family expressed concern about if the patient ¿somehow dislodged the catheter¿ when she slid off the bed but the patient stated ¿I thought ¿no,¿ because I was already having the pain and stuff before I slid off the bed.¿ patient noted the pump had ¿pretty much¿ worked prior to the incident. It was also noted that the patient had ¿just been sick.¿ the patient was also on hydrocodone and some days she used a few and some days she didn¿t use any, for break through pain. There were no pain or accidents prior but patient also stated ¿I was already having the pain and stuff before I slid off the bed¿. The device system was used to deliver dilaudid.

Event description:
Additional information received reported that the device system was used to infuse hydromorphone. The cause of the event was unknown as the healthcare provider (hcp) had not heard of the event before and that a follow up visit to discuss with patient was scheduled.

Event description:
Additional information received reported the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).